Event description:
At about 8 months from the primary, revision surgery due to instability. The surgeon upsized the insert (from 10 mm to 13 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2237856: (B)(4) manufactured and released on 02-nov-2022. Expiration date: 2027-10-10. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.